Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The moderately tortuous lesion was located in the right coronary artery (rca). The lesion was predilated using an apex balloon. The 4.0x24mm liberte' bare metal stent delivery system (sds) was advanced to the target lesion, but could not cross. Upon removing the sds from the patient it was found that a stent strut was lifted up. The procedure was completed using a different device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).